Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing threshold measurements and intermittent loss of capture with no pacing inhibition greater than 2 seconds. Pacemaker mediated tachycardia (pmt) was also noted which technical services (ts) indicated was due to the atrial threshold test because the test automatically corrects post-ventricular atrial refractory period (pvarp) at 250. No adverse pt effects were reported. Our records indicate that this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.